Event description:
During treatment of a posterior communicating artery, a cashmere 14 coil (src14050720/c16785 could would not pass through the echelon 10 microcatheter and the coil became stretched. The coil did not exit the catheter and was removed from the microcatheter. The device appeared normal prior to use, and there was no difficulty in unsheathing the coil. The microcatheter had not been reshaped, and a continuous flush had been maintained. The procedure was completed with the same microcatheter. It was reported that the patient is fine.

Manufacturer narrative:
(B)(6). Information regarding patient age, gender, weight is not available. Complaint conclusion: the device was returned for analysis. As viewed into the returned packaging, the coil was found to be protruding outside the distal tip of the green introducer, entangled, stretched, and severely damaged. Located off the proximal end at 67.2 centimeters is a severe kink to the core wire. Due to the handling and packaging of the device post-procedurally it cannot be determined how much further damage occurred to the device after the procedure. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the coil stretching inside the microcatheter. These contributing factors may have worked in tandem or separately with each capable of producing similar results. Contrary to what was reported, physical evidence was found that there was difficulty in unsheathing the coil. The primary contributing factor to the coil stretching inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can become caught the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also may have caught the v notches extended edges. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which may have severely kinked the core wire and caused a portion of the coil damage. The coil damage from compression and buckling may have caused the coil to become temporarily anchored which may have caused a portion of the coil stretching and damage found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the possible secondary contributing factor to the coil stretching inside the microcatheter may have been due to interference inside the microcatheter. This interference may have produced a temporarily anchoring effect on the coil which would have caused the stretching found. The source of this interference, whether of a fixed or detached nature, cannot be determined. The evidence highly suggests that additional stretching of the coil may have occurred as the coil was removed from the microcatheter with the green introducer proximal to the rhv. This may have caused the coil to come in contact with the edge of the adjustable rubber gasket located inside the rhv and become temporarily anchored and stretched. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ in addition, without the return of the echelon 10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed; however, the resistance within the microcatheter could not be confirmed due to the condition of the returned device and no return of the associated microcatheter. Based on the information received and the analysis, the root cause could not be conclusively determined; however, device handling factors that are addressed in the IFU may have contributed to the complaint. There was no evidence to suggest the resistance and stretching were related to a manufacturing issue; therefore, no corrective action will be taken at this time. This is an initial/final MDR.